Manufacturer narrative:
The device is returning for analysis. It has not yet been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior tethered leaflet for a mitraclip procedure. During the procedure of mitraclip, after grasping the leaflets and closing them, the clip opened slightly during the efaa check. Troubleshooting was performed, but the clip continued to open. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior tehthered leaflet for a mitraclip procedure. During the procedure of mitraclip (cds0705-ntw; 41021r1038), after grasping the leaflets and closing them, the clip opened slightly during the efaa check. Troubleshooting was performed, but the clip continued to open. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.